Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported upon review of a remote transmission by a monitoring service that two false atrial tachycardia/ atrial fibrillation episodes were recorded due to right atrial (ra) lead noise. The ra lead remains in use. No patient complications have been reported as a result of this event.